Event description:
In the laser system, the 532 diode does not emit enough power output. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
We are waiting for add'l info from distributor.